Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir had air bubble. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer reported that the reservoir was tapped to remove air bubbles those leak when used them. The reservoir will not be returned for analysis.